Event description:
Information received from the field notes that prior to the procedure, the device was programmed to the values requested by the physician and dashes (---) were noted for several parameters.